Manufacturer narrative:
The pump was returned to animas for evaluation. The product was evaluated by product analysis on (B)(4) 2011. A review of pump history revealed several loss of primes due to low non zero force. Evaluation revealed a crooked led display. It was observed that the force sensor flex pins were partially dislodged from the pcb sockets. Correction number: 2531779-03/24/2010-003-r.

Event description:
The patient returned pump for multiple loss of primes. Evaluation revealed that the force sensor flex pins are partially dislodged from the pcb sockets. This report is made based on the evaluation results.